Manufacturer narrative:
Pump received with this alarm is generated when a power failure is detected alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had insulin pump error. Customer was able to clear the insulin pump errors, power loss alarm and program the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.